Event description:
Related manufacturer reference number: 2017865-2021-27445. It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right atrial lead exhibited high impedance and failure to capture and the right ventricular lead exhibited high capture thresholds and insulation damage. It was noted that clavicular crush was observed on the atrial lead. Both leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of high pacing threshold, insulation damage and suspected clavicle crush were not confirmed. As received, a complete lead was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
New information noted that the right ventricular lead was damaged and was suspected to due to clavicular crush.

Manufacturer narrative:
The reported events of high pacing threshold, insulation damage and suspected clavicle crush were not confirmed. As received, a complete lead was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.